Event description:
New information noted that the patient presented in clinic for follow-up on (B)(6) 2016. The right ventricular lead continued to exhibit high pacing thresholds, decreased sensing and high capture thresholds. The physician elected to take no action at this time. The patient's medical condition was good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited high pacing impedance, decreased sensing and high capture thresholds. The device was programmed to left ventricular mode only. The patient is not pacemaker dependent. The physician elected to take no other actions at this time. The patient's condition was good.